Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the customer was having high blood glucose. Customer's blood glucose was 497 mg/dl. Customer's mother mentioned the customer just started her period, blood glucose stabilized after her period. Customer declined to troubleshoot. Customer will not be returning the device for analysis.